Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and identified a broken sample line at vl52 from differential mixing chamber to flowcell causing leak and incomplete differential results. He replaced tubing at vl52, resolving the issues. System performance was verified. Identification of failure modes: failure mode is related to broken tubing at vl52. No erroneous results were associated with this event. Upon recur of the failure mode identified; it is likely to cause erroneous differential and/or reticulocyte results due to improper sample flow from the mix chamber to the flow cell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The customer described the leak as diluent and blood of approximately ¼ cup during shutdown. The leak was not contained within the instrument. The customer initially reported incomplete differential test results, i.e. No numeric values. The operator was wearing gloves, face shield, and lab coat when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.